Manufacturer narrative:
Likely allergic reaction to the hema in the desensitizer.

Event description:
The patient, emailed us and said - "I am on my 2nd night of using the whitening trays....my lips are very swollen and tender inside. Should I continue using this method of whitening or is this considered an allergic reaction? ". Advised the patient to discontinue use of the (B)(4) desensitizer permanently, and to see her dentist and general practitioner to help with any symptoms and discomfort. Patient went to see her general practitioner, who prescribed her a steroid and gave her (B)(4) to help with her inflammation and discomfort. Followed-up with patient on (B)(6) 2016, patient said all swelling and discomfort have subsided, and she has completely returned to normal. She said she began whitening again without using the (B)(4) desensitizer, and she has not had any problems. After discontinuing use of the (B)(4) desensitizer, and with the help of a steroid and benadryl prescribed by her general practitioner, the patient returned to normal after 12 days (by (B)(6) 2016). The patient has since resumed whitening without utilizing the (B)(4) desensitizer, and she has had no further problems.